Event description:
It was reported by the sales rep that the distal tip of endoplege coronary catheter broke off inside of the patient and is in the pulmonary artery. This was found on x-ray, (B)(6) 2012. The anesthesia did not notice or report anything unusual when he pulled the catheter out of the introducer during the procedure. The patient had to undergo sedation to remove the catheter tip from the pulmonary artery through the femoral artery. This procedure took 18 minute. The patient experienced no further complications and is reported as being home from the hospital doing fine.

Manufacturer narrative:
Product received and currently under investigation to determine root cause.

Manufacturer narrative:
Evaluation: evaluation-only the distal tip was returned for evaluation. Visually under 10x magnification it appears that the distal tip was pulled on until it broke away from the device shaft. There are exposed wires and the plastic material is jagged and stretched. One end of the balloon was cut to expose the tip that is under the balloon and visually it has the appearance of having been pulled on or twisted. A lot number was not provided, therefore manufacturing recorded could not be reviewed. The most likely root cause of the broken tip is the excessive force applied to the cannula while withdrawing it from the introducer. Since the initial procedure was successful and occlusion and cardioplegia delivery was achieved, the only time that the tip could have broken off was during catheter withdrawal. The instructions for use were reviewed and it states"if resistance is felt when removing the endoplege coronary sinus catheter through the catheter introducer sheath, do not exert excess force. Verify the balloon is fully deflated and the stopcock is closed. If necessary, position the fluoroscope over the heart and then removed the endoplege coronary sinus catheter and catheter introducer sheath as a unit to prevent damage to the endoplege coronary sinus catheter or injury to the patient. This is an isolated event and no CAPA will be initiated. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.